Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test for heater bag temperature test. The cause for the rite test failure - heater bag temperature test was undetermined. Accuracy confirmation and temperature verification tests were performed and passed. A short simulated therapy was performed and completed successfully. A service history review was performed and revealed no previous service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: the heater bag temperature failed performance specification as the fluid delivered was out of specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.